Event description:
This child refused to use their implant secondary to pain. An integrity test in 1998 showed 2 open electrodes, but was otherwise within normal limits. The clinic recommended explantation. Explantation/reimplantation surgery occurred in 2001. The healthcare professional has been informed that the explanted device should be returned to cochlear corp.